Event description:
Customer reported to beckman coulter, inc. (Bec) that both reagent probes on the unicel dxc 600 synchron system (dxc 600) were leaking. Customer reported that the leak was contained on the instrument. Customer reported that they wore gloves and gown when cleaning the leak. Bec customer technical specialist (cts) troubleshot the issue with the customer via the telephone. Customer reported the reagent syringe was loose. Cts instructed the customer to tighten the syringe and prime the dxc 600 system. Customer reported that there was no further leak after tightening the syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).